Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 28-oct-2019 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked and returned battery cap had stripped threads. The returned battery cap was unable to fit securely causing reboots and power loss. A test cap was used for all testing. The pump powered on with the test cap and was exercised for 12 hours with no power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.